Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was unable to remove from the colon despite passing a cold snare and argon plasma probe without difficulty. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf impact code f2301 captures the reportable event of additional device required.